Event description:
Dealer states user was on the bus, activated the joystick and the chair started spinning circles on the bus. No injuries to the user. Dealer wanted to hurry through the entire call and no other information available.